Event description:
A user contacted the manufacturer regarding the sound abatement foam correction/removal. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging ventilator device's sound abatement foam. There was no report of patient harm or injury. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting an updated report at this time. If pertinent information becomes available to the manufacturer at a later date, a follow-up report will be filed.

Manufacturer narrative:
Additional information was received on oct 19, 2021, and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging ventilator device's sound abatement foam. There was no report of patient harm or injury. Additional information was received about the allegation of patient had a very dry and a chalky taste, shortness of breath/difficulty breathing, lightheaded, dizzy, nausea feel like there is sand in eyes and eyes create mucus to push it out. The air pressure varies sometimes, the alarm goes off and sometimes it doesn't the patient says she has red blotchy spots on her skin that she has not had before she has more shortness of breath, worse than ever before. She used to feel rested after using her device and has not for 4 or 5 months. She does feel like something is in her throat and has been experiencing headaches and patient also alleged about device has strange odor, burning/smoke/electrical odor and nasal/throat irritation or soreness. Section h6 health effects: clinical codes has been updated in this report.